Event description:
Vendor rep put incorrect name in carelink at implant. Failure to register a patient into remote monitoring eliminates the provider's ability to monitor the patient's heart condition for which the device was implanted. Reliance on this manual process poses a patient risk (should this be scanned instead or implement an electronic solution?). Manufacturer response for pacemaker, pacemaker azure (per site reporter).